Event description:
It was reported that the patients implantable pulse generator (ipg) site and midline incision site had an infection. Symptoms of redness and minor pus were noted. The physician does not believe that infection was device related. Computed tomography showed no abnormalities and blood work showed elevated white blood cell levels. The patient was administered antibiotics and was doing well.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2024. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7077753.

Manufacturer narrative:
Correction to block h6.

Event description:
It was reported that the patients implantable pulse generator (ipg) site and midline incision site had an infection. Symptoms of redness and minor pus were noted. The physician does not believe that infection was device related. Computed tomography showed no abnormalities and blood work showed elevated white blood cell levels. The patient was administered antibiotics and was doing well. Additional information was received that the patient was hospitalized and was diagnosed with metabolic encephalopathy. The patient had a severe and rare reaction to antibiotics. The patient's status was improving upon follow-up.

Event description:
It was reported that the patients implantable pulse generator (ipg) site and midline incision site had an infection. Symptoms of redness and minor pus were noted. The physician does not believe that infection was device related. Computed tomography showed no abnormalities and blood work showed elevated white blood cell levels. The patient was administered antibiotics and was doing well. Additional information was received that the patient was hospitalized and was diagnosed with metabolic encephalopathy. The patient had a severe and rare reaction to antibiotics. The patients status was improving upon follow-up.